Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic proctectomy, at the second firing of the stapler, the blade did not cute. The staples also appeared to be coming undone. The staple line was oversewn. The case was completed with a new device.